Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. When patient removed the tubing set, there was a little moisture on the back of it and there was a pool of fluid below the cassette door. Patient reports no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for evaluation.